Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump also had a moisture damage on the motor. Unable to test for the black screen due to the blank display.

Event description:
It was stated that the insulin pump had a black screen and unresponsive buttons after it was dropped in water. Nothing further was reported.